Event description:
It was reported that the patient reports a loud noise and feels pain whenever he places the coil on his head, it happens even when programmed with very small current amplitudes, even with thr and mcl at minimum (2,4cu). The external components were exchanged (coil, coil cable, speech processor and battery pack) but there was no modification of the results. When he was stimulated using dib coil, he senses the same noise too. The situation started suddenly at home. There have been no reports of an accident or blow to the head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.